Manufacturer narrative:
Concomitant medical device: 5024m-58 lead implanted: (B)(6) 1999; addrl1 ipg implanted: (B)(6) 2008.

Event description:
It was reported that the patient experienced a state of confusion which cleared with temporary pacing. It was noted that the right atrial (ra) lead exhibited low pacing impedance. The ra lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a partial lead in portions was returned for evaluation. The inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. If information is provided in the future, a supplemental report will be issued.